Event description:
The customer stated that her contour meter was reading low. She performed a control test and the result was 27 mg/dl. The normal control range is around 86-119 mg/dl. The customer had used the last test strip and disposed of the bottle, so it was not possible to determine the exact range. The customer did not allege any adverse events. No product will be returned.